Event description:
During a pac case, hdgrid was used to map. After finishing points collection, when the physician tried to take out of the patient the hdg catheter, it was stuck at the introducer level (it was a small introducer, 9 fr, in femoral vein, cordis). Several attempts were done to take the catheter out but without success. Then, physician took out the 9fr introducer but the catheter remained inside the vein. Different maneuvers were done to remove the catheter but without success. Finally, the physician decided to remove from the vein all the other introducers and after doing this, the hdgrid got out from the patient smoothly without any effort. Procedure was interrupted and ablation was postponed. No adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was noted to be displaced and the pellethane tubing was wrinkled with bls observed covering the paddle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the use of force was attempted in the removing of the catheter. The advisor hd grid se catheter instructions for use (IFU) states, "do not use force to advance or withdraw catheter when resistance is encountered." The cause of the paddle damage and reported removal issue is consistent with not following the instructions for use.